Manufacturer narrative:
The device was received on 22-april-2019. Testing and investigation is not complete.

Manufacturer narrative:
The reported filter leak was confirmed by investigation. One (1) used list 140099290 set was received for investigation. As received, the returned set was visually inspected and the filter vents were observed to be wetted and/or saturated. The returned sets were leak tested per the product specifications and a leak was observed from the outlet filter vent of the filter. No other leaks were observed. Red dyed water was used to analyze the origin and mode of the replicated leaks. The leaks appeared to seep through the filter vent material from various locations. The reported infusate was paclitaxel (taxol). The probable cause of the observed filter vent leak is the temporary or permanent loss of hydrophobic properties of the filter vent due to infusate interactions. A batch record review was performed to lot# 929095h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The device is available for evaluation. It is not yet received.

Event description:
The customer reported that on an unspecified date, a leak of taxol at the 0.2micron filter of a primary plum set occurred during priming. There was no patient involvement, no adverse event, but there was a delay in therapy. No additional information was provided.